Manufacturer narrative:
According to the customer's legal representative on 4/21/2025, customer had "severe injuries she sustained as a result of the wheel on her rollator type walker fell off, causing her to fall suffering two shoulder tears." No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer's legal representative on 4/21/2025, customer had "severe injuries she sustained as a result of the wheel on her rollator type walker fell off, causing her to fall suffering two shoulder tears."